Event description:
Excessive number of problems -system error 9- with b braun horizon nxt modular infusion system and b braun safeline horizon pump IV set nf3140, lot #060421688. Possibly other lots involved. Problem seems to be set related, rather than pump related. When all nf3140 sets were replaced with sets manufactured 5/2/03, problem was markedly reduced.